Manufacturer narrative:
The instrument was calibrated for magnesium (mg) and qc was within the established ranges. Bec field service engineer looked at reaction wheel cuvette absorbances and found numbers were high and erratic. The fse found multiple cuvettes were visually dirty. They were cleaned or replaced. The cuvette centering procedure was completed. The fse inspected optics/photometer. Most lamp readings were high or out of range. The photometer lamp was replaced and aligned. The fse calibrated all chemistries. Two qc results were not in range (chemistries not identified). The customer was to monitor. Related events on (B)(6) 2011 are reported in medwatch #2050012-2011-03909 and 2050012-2011-03908, respectively.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously high magnesium (mg) results. Some of the results were reported out of the laboratory. Repeat testing on an alternate instrument generated lower results. These results were reported out of the laboratory. The customer did not receive any notification from physicians or healthcare provider that patients were treated based on the false high mg results.